Event description:
It was reported the act button on the insulin pump does not work. Customer's blood gluocos was 84 mg/dl. Customer reported the device was dropped but was not exposed to moisture. Customer was advised to revert to back up plan. No further informaiton reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.